Event description:
It was reported that a patient underwent a partial correction of deformity with screw and rod implantation. The procedure was completed with no complications. As the procedure was complete and the surgeon was starting to suture the subcutaneous tissue, it was reported that the patient suffered a pulmonary embolism and passed away. Patient had a history of previous surgeries, was a non-walker with hydrocephalus with a valve, nephrotic syndrome and heart arrhythmias. It was also noted that the patient had severe kypho-scoliosis with a 35 degree pelvic tilt. There is no evidence that the death is device related. No further details are known at this time.

Manufacturer narrative:
Implant date: (B)(6) 2013. Concomitant products: 70466560; 7041310; 7049855; 8690024; 75444530 ; 75444525; 75444525; 75445530; 7540020; 7541122; 8115545; 8115539; 8115530; 75755302; 7570955. (B)(6). (B)(4). Location: hospital. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.